Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The proximal insulation was abraded at 11.5 cm to 11.8 cm from the connector pin which resulted in the reported noise. Abrasions are consistent with exposure to constant friction with another implantable device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.